Manufacturer narrative:
Insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm /occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. Pump error (variable 3) alarmed during self test and confirmed in pump history file due to a broken trace at u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had a insulin flow blocked alarm. The customer¿s blood glucose was 250 mg/dl. Customer reported they were unable to troubleshoot at time of call. The device will be returned for the analysis.